Event description:
It was reported that the year prior to the report the patient had a revision surgery. The patient had lost a lot of weight and their implantable neurostimulator (ins) became loose and started moving around. The device was flopping around in their buttocks. When they would lay down it felt like a rock and it would hit their nerve and they could barely move their leg. The revision surgery fixed the issue, but the patient still had pain from the incision site.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v926179, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).